Event description:
Complainant alleged that during biomed testing, the device would not charge above 50 joules and does not detect paddles or pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. The customer isolated the reported malfunction to the multion cable. The cable was returned to zoll for analysis. The reported malfunction was observed and attributed to a damaged internal wires due to wear and tear. The customer received a replacement multi-function cable. Trend analysis for failures of this type does not indicate an increase in frequency.